Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reports that since their ins was turned on, the week of (B)(6) 2018, charging is taking longer than 45 minutes to 1 hour. The patient charges daily when the ins is at 10% and they charge to 100%. Recharge times show 1.6, 1.4, 1.6, and 1.1 hours with excellent coupling and 2.8 and 2.1 hours with good coupling. The rep indicated that the controller found the ins and reported the following charge quality: charge quality excellent and charge quality good. Technical services reviewed that the controller is able to charge the ins is an hour under optimal settings but many variables can affect charge speed and time. Technical services also reviewed to charge with controller screen locked. The patient noted that their controller did not last the whole charge and died one time and a separate time the controller crashed and the screen went black and the buttons did not do anything. The patient pulled the batteries out and reset the controller. Both of these events happened once. Technical services reviewed usage of the controller while charging can affect battery life and charging speed/time. The rep would monitor progress of future recharging sessions. The event date was unknown but the caller states maybe the first week after the ins was turned on. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. No definite causes were found that would explain the patient having excellent coupling but it still taking longer than an hour to charge. The patient did mention that they were not using the charging belt, so the rep strongly encouraged them to use it to hold the charger in place. The rep reprogrammed the frequency from 1000 hertz to 800 hertz to decrease the recharge interval. No causes for the controller issue were identified. The patient¿s weight at the time of the event was asked but unknown. The issues were discussed with the provider. No further complications were reported/are anticipated.